Event description:
On (B)(6) 2013, the lay user/reporter in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately erratic readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the reporter to obtain and verify information. On (B)(6) 2013, at 6:00 pm the patient obtained the blood glucose reading of 27.4 mmol/l on the reported meter. Earlier that day, the patient had obtained the readings of 17.1 mmol/l and 14.7 mmol/l. At that time, the patient reportedly had been experiencing the symptoms of weakness and dizziness for one week. The patient took the action of consuming water with sugar. The patient contacted emergency services due to his symptoms and elevated meter readings. Paramedics arrived and tested the patient¿s blood glucose level using their meter to be 11.0 mmol/l. The patient was given an injection of glucose by the paramedics, and transported to the hospital. The reporter was unable to provide details regarding the patient¿s treatment in the hospital. The patient was discharged from the emergency room once he was stabilized; he was not admitted to the hospital. The patient manages his diabetes with insulin taken on a sliding scale twice per day. Earlier in the day of this event, the patient had taken his usual dose of insulin and consumed his usual meals. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating, and his testing technique was correct. The meter and test strips were replaced. The patient allegedly received emergency medical attention and treatment with glucose after obtaining elevated blood glucose readings on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.